Event description:
The following information was received on june 06, 2024 from the distributor: during intervention, the stent was damaged. Additional information was received from the distributor on june 11, 2024, the following was mentioned: a. The vessel was heavily calcified (percentage of calcification and stenosis cannot be measured by ivus). B. The rca segment 1-2 damaged. C. The physician managed to apporoach to the calcified segment. D. The physician failed from passing through the lession. E. The physician observed the damage to stent, when trying to pass through lession. DHR review: device history record (DHR) review, conducted on june 23, 2024 indicated that the device was supplied meeting its specifications.

Manufacturer narrative:
On july 28, 2024 a review of IFU for customer complaint was performed - no deviation was reported. Following the device arrival, a device analysis report was signed on july 28, 2024. Final complaint report signed on july 31, 2024, revealed the following conclusions: a. The review of the DHR (device history record) for lot#: lnrin0797a reveals that the system was supplied meeting all the specifications. The balloon is correctly manufactured and the stent was adequately crimped on it (crimping marks are evidently present on the balloon surface). B. The performed investigation is limited because of the stent component absence. C. The reported damage was most likely an outcome of a patient anatomy and lesion disposition/composition. D. Evaluation of the medinol manufacturing processes reveals their complitness, accuracy and adequacy. E. The evant of described in this complaint does not indicate upon new risks and the risk remains low. F. No injury to the patient.